Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had a problem with stylus calibration. The programmer was returned without a stylus and the programmer passed standard calibration with another stylus. It was confirmed that the radiofrequency head had a telemetry problem. It was indicated that the head cable was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a problem with stylus calibration and had radiofrequency head telemetry problem. The program mer is expected to be returned. No patient complications have been reported as a result of this event.